Event description:
International affiliate reports that returned loaner kit inspection found the flat leaf spring of the expedium compressor has snapped off from the instrument. It is not known when or where spring breakage occurred.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.